Event description:
Pt reported obtaining back-to-back blood glucose results of 72 mg/dl and 149 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. At the time of the report, pt no longer had the suspect test strips (discrepant results were obtained~ 2 yrs ago). Pt tested current strips using control solutions and the results were within the acceptable ranges.